Event description:
Approximately 7 months following cypher stent placement the patient returned for follow up that revealed a stent fracture with 75% restenosis. This male paient with a history of hyperlipidemia presented with anterior angina in 1990. In 5 months later 1990 the angina worsened and emergent pci was conducted on the distal left circumflex artery (dlcx) which had 99% stenosis, the proximal right coronary artery (prca) that had cto, and the mid left anterior descending artery (mlad) that had 75% stenosis. In 1994 an unknown stent was placed in the prox-distal rca and directional coronary athrectomey (dca) was conducted on the mlad. In 1995 angioplasty (ptca) was performed on the distal rca and dlcx. In 3 months later ptca was conducted on the prca. In 2004 ptca was performed on the mid-distal rca. In 6 months later a cypher stent was implanted to treat isr of the prox-distal rca. Follow-up was performed in apr 2005 which revealed 75% restenosis of the cypher stent and a fracture. Physician comments: when ivus was conducted, stent strut was not observed. Believe the mechanism of restenosis was caused by stent fracture.